Event description:
Information received from the field notes that the patient was admitted for observation after an ep study on the telemetry unit revealed a rate of 40 ppm. The next day, interrogation revealed a rate of 50 ppm in ddd mode. Bipolar atrial impedance was 198 ohms and unipolar atrial impedance was 217 ohms. A device check did not reveal a reason for the low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received